Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant products: left-unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after implantation. The issue was confirmed by the doctor upon examination. As a result patient underwent bilateral removal and replacement as follow: let replaced with catalog number 3503754bc, serial number (B)(4), and right replaced with catalog number 3503754bc, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent on the posterior aspect, measuring approximately 0.3 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).